Manufacturer narrative:
Qn# (B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the arterial catheter sheared repeatedly when placing it in the patient. Another catheter was placed and used successfully. There was a delay of 1 to 1.5 hours, as an arterial line was absolutely necessary for this surgical procedure but it is unknown if this caused harm to the patient. No patient death or complications were reported.